Event description:
Clinical engineering staff have noted for the third time in as many months that the molded plastic tabs designed to keep the battery contacts in place are snapped off inside the rear case of nellcor model npb-40 handheld pulse oximeters. This prevents battery to the unit.